Event description:
It was reported during routine follow-up, the patient was observed to be experiencing bradycardia. The patient was asymptomatic. Noise resulting in pacing inhibition was observed on the atrial lead. The lead was capped and replaced during a device changeout procedure. The patient was in stable condition following the procedure and would continue to be monitored.

Manufacturer narrative:
(B)(4).